Event description:
Additional information received indicated that the event was resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the vaginal discomfort was considered resolved/recovered on a date later than previously reported, (B)(6) 2015. No further patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number (2183959). The effective site registration number is 3011770902.

Event description:
Additional information received indicated that the resolve date was (B)(6) 2015. There were no further patient complications reported in relation to this event.

Event description:
It was reported that following the implantation of an elevate anterior graft, the patient experienced mild, de novo vaginal bleeding and discomfort and she was discharged from the hospital with a foley catheter in place for an unspecified reason. The patient "noticed some vaginal spotting after discharge." As of (B)(6) 2015, the vaginal bleeding and discomfort is recovering/resolving (ae is improving) and the foley catheter was removed which resolved/recovered with no sequelae. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that medication was prescribed on (B)(6) 2015 for the vaginal discomfort which resolved/recovered with no sequelae on (B)(6) 2015. The vaginal bleeding was resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.